Event description:
It was reported that, the high-definition lcd (liquid crystal display) monitor had no power on his display. There were no reports of patient harm.

Manufacturer narrative:
The customer was advised to swap the power cable, plugged unit directly into an external wall and the unit will still not operate. The customer declined a transfer to repairs at this time as he wants to speak with his management team. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.